Event description:
Medtronic received a report that a pipeline was not able to be resheathed and the phenom 27 catheter was found stretched. The patient was undergoing flow diversion for treatment of a saccular, unruptured aneurysm located in the posterior communicating artery (pcom). The accessed vessel was the internal carotid artery (ica). It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure was acceptable. Dual antiplatelet treatment was administered. It was reported that the pipeline could not be resheathed during the procedure from the outset, when the system including the pipeline and phenom 27 was removed the phenom 27 was stretched. Another phenom 27 and pipeline were opened and used with no issues. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: ped2-475-20 (d007536). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis ¿ as found condition: the pipeline flex shield and phenom 27 catheter was returned inside the inner pouch, bio-hazard bag, and shipping box. ¿ damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The braid's distal and proximal ends were found open and frayed. No bend was found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad, or the proximal bumper. The catheter tip and marker were examined, and no damage was found. The catheter body was found to be flattened from 5.7cm to 17.6cm, and accordioned from 24.0cm to 31.0cm from the distal tip. No other anomalies were observed. ¿ testing/analysis: the total and usable length were measured within specifications. The catheter was flushed with water and found patent. It was then tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without issues; however, resistance was observed at the damaged locations. ¿ conclusion: based on the returned devices, the customer complaint was confirmed, as the pipeline flex shield and phenom catheter were found to be damaged. The observed damage to the catheter (flattening/accordioning), braid (fraying), and hypotube (stretching) I ndicates that a high force was likely applied. This damage may have occurred when the customer attempted to retrieve the pipeline flex shield through the catheter against resistance. Possible causes of the resistance include vessel tortuosity and a lack of continuous flush with heparinized saline during the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. A continuous saline flush was administered according to the instructions for use (IFU).

Event description:
Additional information received that the cause of the failure to resheath the pipeline or phenom catheter was not determined. The phenom catheter was stretched, it is difficult to know if that was caused by tracking through tortuous anatomy or advancing the pipeline through the phenom, a catheter stretching is not something that can be seen as it is happening under imaging during a case. There was no damage observed to the pipeline pushwire. Resistance was at the distal end but stretching throughout the catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information corrected the initial aware date of the event from 10-oct-2025 to 13-oct-2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.